Manufacturer narrative:
This report is being supplemented to provide additional information based on legal manufacturer's final investigation. A review of the device history record (DHR) found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the probable cause includes: the amount of use and age of the device (over 7 years) leading to deterioration of the convertor. The failure of the convertor caused the failure of the power supply to the lamp, leading to the e103 error. The instruction (IFU) manual has the following description. Avoid using the light source in a dusty environment. This may damage the light source. Clean and vacuum dust the ventilation grills using a vacuum cleaner. Otherwise, the light source may break down and gets damaged from overheating. Avoid using the light source in a dusty environment. This may damage the light source. Clean and vacuum dust the ventilation grills using a vacuum cleaner. Otherwise, the light source may break down and gets damaged from overheating. Do not apply excessive force to the light source and/or other instruments connected. Otherwise, damage and/or malfunction can occur.

Manufacturer narrative:
The subject device in this report has not been returned to omsc for evaluation. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that during the incoming inspection for repair at olympus (B)(4), it was found that the error e103 which indicated that the subject device was broken down occurred due to the failure of the power supply unit. There was no report of patient injury associated with the event.